Event description:
Serious injury involving one person. Optician gave customer a bottle of multisept (private label aosept) instead of solocare soft in error. The customer had put the un-neutralized product into the eye and needed to be seen by hosp emergency dept. Permanent decrease in visual acuity with persistent epithelial defect. Customer had history of glaucoma and an especially critical cornea. This incident was a result of inadvertent product misuse. The returned product has been sent for analysis. Further info on the outcome and etiology has been sought from the practitioner. Product packaging warns that un-neutralized product should not come into direct contact with eye. If un-neutralized peroxide comes in contact with the eye it will cause a severe burning lasting for minutes to hours. A lot of epithelial cells will die. These cells should be replaced by the body itself within the next 24 hours after the event and no long-term effects should be present. A permanent loss or decrease of visual acuity should not be expected in healthy eyes.